Event description:
It was reported that during a procedure, this right ventricular (rv) lead was found to exhibit insulation damage. The physician opted to surgically abandon this rv lead. The rv lead was capped and replaced with a new lead successfully. No additional adverse patient effects were reported.